Event description:
Boston scientific received information that there were episodes of noise and oversensing on the right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. The patient reported experiencing dizziness. When manipulations were performed, noise was also oversensed on the right atrial (ra) lead. X-ray showed no sign of fracture on either lead. As the physician suspected lead fractures, the leads were surgically abandoned and replaced. This device remains implanted. This patient was pacemaker dependent. However, no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.